Event description:
Patient was having spinal surgery. During the part of the procedure when the posterior lumbar interbody fusion is performed, an instrument broke in the patient. The instrument was the t-handle inserter from the ebi osteo stim plif allograft spacer system instrument case. X-ray was taken to locate the broken instrument but the piece was not retrieved. (B)(4).